Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled and there was apparent explant damage. It was noted by the analyst that the helix will not extend and retract at this time due to dried blood in the distal conductor.

Event description:
It was reported the lead was oversensing. The lead was removed and replaced. No patient complications were reported as a result of this event.